Event description:
It was reported that the extracorporeal membrane oxygenation (ECMO) nurses have noted that the IV syringe pump module only has the option of "low" or "medium" selectable downstream occlusion alarm threshold option setting while using a non-bd IV tubing without pressure sensing disc. Nicardipine 5ml/50ml at 0.1mg/ml in bd 60ml syringe was infusing at the time of the event. It was mentioned that in the past, the nurses were able to select alarm threshold in increments of 1mmhg in the option setting while not using an IV tubing without pressure sensing disc. There was no device data set changes and nurses reported no change in their practice. There was no patient harm. For investigation purposes only, not for MDR: "to summarize our issue, we moved onto a new server approximately 4 weeks ago (no library changes made). Prior to that, nurses wishing to make changes to pressure settings had the option to select ¿mmhg¿ in the options in the pump. No changes in tubing or additional supplies have been made. On the day in question, the pump options are now defaulting to ¿medium¿. We would like to understand why this is occurring and want the previous setting to revert back." Customer uses baxter non-dehp high flow rate extension set w/o psd, states in the past that the device allowed them to changed occlusion pressure set point to 1mmhg increments instead of low-medium-high option.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2021-00001). This MDR resubmission now reflects the correct product registration number. The customer complaint of a reported change in the syringe module setting could not be confirmed. With a pressure sensing disc, the downstream occlusion alarm threshold is selectable between 25 and 1000 mmhg, in 1 mmhg increments. Without pressure sensing disc, the downstream occlusion alarm threshold can be set to low, medium, or high. No device, device logs, or dataset were returned by the customer for investigation. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
It was reported that the extracorporeal membrane oxygenation (ECMO) nurses have noted that the IV syringe pump module only has the option of "low" or "medium" selectable downstream occlusion alarm threshold option setting while using a non-bd IV tubing without pressure sensing disc. Nicardipine 5ml/50ml at 0.1mg/ml in bd 60ml syringe was infusing at the time of the event. It was mentioned that in the past, the nurses were able to select alarm threshold in increments of 1mmhg in the option setting while not using an IV tubing without pressure sensing disc. There was no device data set changes and nurses reported no change in their practice. There was no patient harm. For investigation purposes only, not for MDR: "to summarize our issue, we moved onto a new server approximately 4 weeks ago (no library changes made). Prior to that, nurses wishing to make changes to pressure settings had the option to select ¿mmhg¿ in the options in the pump. No changes in tubing or additional supplies have been made. On the day in question, the pump options are now defaulting to ¿medium¿. We would like to understand why this is occurring and want the previous setting to revert back." Customer uses baxter non-dehp high flow rate extension set w/o psd, states in the past that the device allowed them to changed occlusion pressure set point to 1mmhg increments instead of low-medium-high option.